Manufacturer narrative:
All available patient information included. No additional information was provided. During the investigation into architect ca 19-9xr reagent lots 33475fp00, 31316fp00, 33451fp00, 35583fp00, 30276fp00, 37715fp00, 36628fp00, and 39777fp00, a review of tickets was performed by lot and normal complaint activity was seen related to elevated and poor precision of patient results. A review of tracking and trending for the architect ca 19-9xr (ln 2k91) was performed and no trends were identified. The historical performance was reviewed for lots 33475fp00, 31316fp00, 33451fp00, 35583fp00, 30276fp00, 37715fp00, 36628fp00, and 39777fp00 was evaluated using worldwide field data for the architect ca 19-9xr assay. The patient data was analyzed and compared to an established control limit. The outcome of the evaluation found that the patient median results for all eight lots were within the established control limits, signifying no unusual reagent lot performance was identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based in the investigation, no systemic issue or deficiency was identified with the architect ca 19-9xr reagent.

Event description:
The ambassador went onsite to the customer stated they have been observing imprecision with the architect ca 19-9xr assay since october 2020. New data was provided with test result dates ranging from january 2022 to july 2022. The following data was provided: (B)(6) 28.59 u/ml; 43.56 u/ml (lot 33451fp00), (B)(6) 124.48, 113.48, 82.90 (lot 33475fp00), (B)(6) 6.00, 9.46 (lot 33475fp00), (B)(6)- 5.78, 8.45 (lot 30276fp00), (B)(6)- 6.10, 8.75 (lot 33451fp00), (B)(6)- 41.58, 35.03, 26.32 (lot 37715fp00), (B)(6)- 175.00, 44.85, 250.88 (lot 37715fp00), (B)(6)- 5.99, 6.09, 8.99 (lot 37715fp00), (B)(6)- 5231.85, > 1200.00, 4886.64, 3792.82 (lot 37715fp00), (B)(6)- 14.47, 18.83, 9.31 (lot 36628fp00), (B)(6)- 8401.40/ 7336.44/ > 1200.00, lot 36628fp00, (B)(6)- 69.74, 78.17 (both results with lot 37715fp00)/ 105.11 (lot 36628fp00)/ 84.40, 73.59, 94.78, 87.53 (results with lot 37715fp00)/ 134.40 (lot 36628fp00)/ 69.38 (lot 37715fp00)/ 102.92 (lot 36628fp00)/ 56.52 (lot 37715fp00)/ 113.94, 92.79 (lot 36628fp00)/ 82.13 (lot 37715fp00)/ 83.62, 102.00, 82.77, 119.45, 95.18, 98.00, 118.77, 89.56 (lot 36628fp00)/ 85.60 (lot 37715fp00)/ 159.98, 89.52, 229.33, 319.01, 304.55, 128.14, 120.60, 119.48, 108.37, 117.48, 125.67, 82.25, 122.71, 99.12, 125.28 (lot 35583fp00), (B)(6)- 44.63 (lot 36628fp00)/ 65.52, 68.04, 66.85, 49.53 (lot 35583fp00), (B)(6)- 33.05 (lot 36628fp00)/ 46.65, 45.13 (lot 35583fp00), (B)(6)- 3.69, 7.03, 5.18 (lot 33451fp00), (B)(6)- 48.55, 32.95, 36.39, 41.80 (lot 31316fp00), (B)(6)- 16.41, 19.64, 12.30, 14.77 (lot 33475fp00), (B)(6)- 64.11, na, 62.31, 44.69 (lot 33451fp00), (B)(6)- 23.34, 14.70 (lot 33451fp00), (B)(6)- 2.07, 3.96 (lot 33451fp00), (B)(6)- 9.03, 6.04 (lot 33451fp00), (B)(6)- 5.46, 6.98, 8.50, 8.63 (lot 37715fp00), (B)(6)- 3715.04, 2948.47, 2681.84, > 1200.00 (lot 37715fp00), (B)(6)- 319.30, 220.74, 239.60, 317.12, 314.07, 317.82, 233.24 (lot 37715fp00), (B)(6)- 4.43, 2.68 (lot 37715fp00), (B)(6)- 6.49, 5.06, 4.25, 4.50 (lot 37715fp00), (B)(6)- 2.69, 4.07 (lot 37715fp00), (B)(6)- 10.85, 7.91 (lot 36628fp00), (B)(6)- 5.02, 3.09, 3.91 (lot 31316fp00), (B)(6)- 49.41, 67.69, 73.81 (lot 39777fp00), (B)(6)- 7.05, 5.39, 3.15 (lot 37715fp00), (B)(6)- 2.87, 3.79, 2.69 (lot 36628fp00), (B)(6)- 10.51, 7.49 (lot 36628fp00), (B)(6)- 37.95, 58.71, 52.62, 56.46 (lot 35583fp00), (B)(6)- 4.56, 3.49, 3.05 (lot 33475fp00), (B)(6)- 17.19, 12.23, 10.44 (lot 33475fp00), (B)(6)- 3.31, 2.64, 4.18 (lot 33451fp00), (B)(6)- 11.36, 8.51, 7.27 (lot 33451fp00), (B)(6)- 97.88, 132.54, 128.11, 105.27, 171.94, 102.81, 126.81, 125.87, 134.02 (lot 31316fp00), (B)(6)- 3.30, 2.27 (lot 33475fp00), (B)(6)- 8.08, 11.49 (lot 33451fp00), (B)(6)- 3.12, 5.80 (lot 33451fp00), (B)(6)- 110.74, 138.20, 97.76, 103.86 (lot 37715fp00), (B)(6)- 6.09, 3.71, 3.78 (lot 33451fp00), (B)(6)- 3.36, 5.37 (lot 37715fp00), (B)(6)- 197.5, 147.57, 225.49, 221.82, 235.23, 187.57, 190.76, 211.67, 178.30, 187.69, 166.5 (lot 37715fp00) (B)(6)- 47.42, 49.14, 66.73, 35.90, 44.70 (lot 37715fp00), (B)(6)- 63.71, 43.88, 57.03, 42.26, 58.44, 43.24, 56.47, 95.56, 116.48, 47.70, 94.21, 47.44, 49.30, 42.00, 52.44, 43.19, 74.31, 86.67, 71.63, 56.67, 50.87, 67.22, 132.04 (lot 37715fp00), (B)(6)- 72.95, 53.71, 92.25, 58.58, 58.62, 74.16 (lot 37715fp00), (B)(6)- 31.26, 22.18, 26.45, 28.94, 20.57, 30.30 (lot 37715fp00), (B)(6)- 47.60, 32.54, 44.71 (lot 36628fp00), (B)(6)- 173.80, 146.36, 130.82, 147.08, 146.40 , 129.36, 165.17, 171.61, 190.38, 193.99, 141.92, 103.2, 172.78, 152.33, 175.89, 148.32, 226.58 (lot 36628fp00), 217.93, 294.82 (lot 35583fp00), 221.09 (lot 36628fp00), 314.70, 309.82 (lot 35583fp00), 287.59 (lot 36628fp00), 217.42,178.54, 447.99 (lot 35583fp00), 209.71, 319.76, 181.78 (lot 36628fp00), 287.40, 165.97 (lot 35583fp00), 288.89 (lot 36628fp00), 173.24, 381.45 (lot 35583fp00), 3.33 (lot 36628fp00), 5.96, 4.25, 4.87 (lot 35583fp00), (B)(6)- 8.65 (lot 36628fp00), 9.51, 14.87 (lot 35583fp00), (B)(6)- 410.48 , 209.26 (lot 35583fp00), (B)(6)- 9.82, 6.94 (lot 33451fp00), (B)(6)- 12.82, 10.41, 10.17, 14.65 (lot 37715fp00), (B)(6)- 7.82, 4.35, 5.94 (lot 37715fp00), (B)(6)- 6.65, 4.62, 7.17 (lot 37715fp00), (B)(6)- 6.52, 6.86 (lot 37715fp00), (B)(6)- 3.55, 6.67, 2.99 (lot 37715fp00), (B)(6)- 4.36, 5.58, 6.25 (lot 36628fp00), (B)(6)- 37.33, 36.01, 33.12, 25.52, 47.70 (lot 36628fp00), (B)(6)- 105.56, 108.71, 129.50, 122.33, 142.65, 125.50, 113.34, 130.71, 222.48 (lot 36628fp00), 523.19, 177.43, 277.03, 466.71, 210.97, 156.31, 155.76, 131.39, 181.23, 190.66, 284.41, 327.76 (lot 35583fp00), (B)(6)- 664.76 (lot 37715fp00), > 1200.00 (lot 36628fp00), > 12000.00, 65395.36, 61423.85, > 1200.00, > 12000.00 (lot 35583fp00), (B)(6)- 28.54, 20.17 (lot 35583fp00), (B)(6)- 354.20, < 1998.00, 246.16, 299.10 (lot 33451fp00), (B)(6)- 6.85, 4.68, 5.75 (lot 33451fp00), and (B)(6)- 10.63, 14.94 (lot 31316fp00). There is no information if these patients had pancreatic cancer. There was no reported impact to patient management.